Manufacturer narrative:
The impella was returned, and the investigation has been completed. Data logs showed the "placement signal low" alarm occurred briefly 3 minutes into support. The alarm was followed by numerous impella position alarms, including the "impella position in aorta" alarm. Soon after the ps signal became non-pulsatile and ventricular. The pump was later explanted. There was no evidence of an optical sensor failure. No damage or abnormalities were observed on the returned pump. When the pump was connected to the aic (automated impella controller), no placement signal alarms occurred and the metrics were within specification. Additionally, its flows were within normal range. In conclusion, it was determined that the cause of the optical signal issue was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the placement signal was erratic even after several attempts to reposition. The placement signal and left ventricle waveform appeared to be overlapping and stretching from the bottom of the placement scale to the top, and placement signal pressures were grossly different than invasive arterial pressures. The physician elected to explant and replace the pump, and no patient injury was reported.